Event description:
Patient representative reported left side ¿headaches¿, ¿exhaustion¿, ¿cardiac arrhythmia¿, ¿breast implant illness", ¿severe sticking in the left breast, where the silicone leakage had also occurred¿, "mental stress and worries about possible consequential and late damage", ¿capsular fibrosis without dystrophic calcifications in resections of the implant pseudocapsule of the breast", "plastic-like foreign material, partly with foreign body reaction and discrete accompanying inflammation¿ and ¿was diagnosed with capsular contracture baker grade I, double-bubble deformity and waterfall deformity, as well as dissolved inframammary folds with bottoming out and too high incisions¿. Patient reported later "anxiety, capsular contracture baker grade iii, pain, implant elevation (waterfall deformity), axillary web syndrome (affects axillary lymph nodes), implant-associated infection, muscle ripping, tuberose deformity, implant sticking to scar. The device has been explanted.

Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacturer report number 9617229-2023-06572. A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture, lymphadenopathy, infection, and other-medical are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture; capsular contracture, baker grade iii; implant associated infection; implant sticking to scar; axillary web syndrome (affects axillary lymph nodes clarification to h6 -- e2402: captures event of "implant sticking to scar." Further investigation: with the information collected during the investigation, there is enough evidence to support that units involved in this work order were manufactured under controlled conditions in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents related to the reported event. Seal strength inspection was successfully completed and results were acceptable. Environmental monitoring results were found to be acceptable, and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run (B)(4) is not related to any additional complaint infection record reported as of today. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with infection will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Given the fact that the cause of the infection cannot be specifically associated with the manufacturing process, and there is not an adverse trend for this type of event, and no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint, no corrective action is deemed necessary at this time.